Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the 5m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
The valves were returned in the returnkit in an unknown liquid. When delivered to the test, the valve was at pressure level 4 cmh2o set. A visual inspection was performed and scratches were identified on the valve but there were no other deformities. In order to check a possible blockage of the valve, a permeability test was performed. This test is at a hydrostatic pressure difference of approximately 20 - 30 cmh2o in flow direction carried out. The test showed that the valve is permeable. In the further course of the investigation, the valve was adjusted up and down at all pressure levels in 5-steps. The investigation showed that the valve was easy to adjust in all pressure step ranges. To measure the brake release force, we checked the valve with a brake force meter. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The brake function was proven positive. The measured values of the braking force are within the permissible tolerance. Investigation results confirmed a partial blockage based on the deposits that were present. No further actions is required.